Manufacturer narrative:
B3 - date of event was captured as 01jun2026. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device had failed the volumetric accuracy test, delivered 10.7 ml at 10ml. There was no reported patient involvement.